Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was unknown. One day after onset, the patient began treatment with intravenous injection of merocrit (500 mg twice a day). At the time of this report, antibiotic therapy and pd therapy were ongoing. Patient outcome for this event was unknown. No additional information is available.